Event description:
The product was used during a thorocoscopic " bullae" resection procedure. Reportedly, the instrument did not fire. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.